Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer experienced diabetic ketoacidosis. Subsequently, the customer was hospitalized in the intensive care unit. Reportedly, the cause was due to an unspecified issue with a non-tandem infusion set. The infusion set brand and manufacture was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.